Event description:
It was reported that the system froze during a stress exercise echo study. The user had to perform a hard system reboot to resolve the issue. There was loss of data which was reported to be unrecoverable. The user had to restart the study process. The study was prolonged by 5-10 minutes to complete. There was no patient adverse event reported.

Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Follow-up narrative: this supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the issue and the root cause of this issue was determined that if a capture is in progress in udv/stressecho(se), the se bookmark save on end exam is not performed (image store returns the call as another capture is in progress). Udv never receives the udv model handler. On store final bookmark ended event and never replies to exam observer. If the user regularly waits for capture end, this issue won't happen. This issue was resolved in vb20a software release via eco# (B)(4), released on (B)(6) 2017. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.